Manufacturer narrative:
(B)(4).

Event description:
Medtronic legal received information regarding a pump malfunction from the attorney of the family. The information received stated the following - reporter alleges: since the customer was age ten, they began using an insulin pump. The reporting party stated the pump was not administering insulin correctly and the pump did not react to attempts to changes the customer's settings. A nurse practitioner noted that the customer had to enter the correct information into the bolus wizard multiple times without a change in the customer's blood glucose levels. The customer had uncontrolled blood glucose levels despite using the pump, which has led to vision issues and anxiety for the customer.

Manufacturer narrative:
Retainer ring color: black. Verify if the reservoir locks in place: yes. Minor scratched display window, scratched case, cracked case battery tube side, and pillowing keypad overlay. Device had depleted/corroded duracell alkaline battery installed at -0.054 volts. Corroded battery tube. Test energizer alkaline battery 1.562 volts. Device was received with the black retainer still attached to the insulin pump case. No detached or missing retainer noted. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Device passed tone check on self test. Device failed vibrate check on self test. Unable to verify vibrate anomaly due to legal pump preservation.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding damaged to the insulin pump from the attorney of the family. The information received on july 2, 2020 stated that the lip ring of the insulin pump was missing however; reservoir was able to lock in place after insertion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.